Event description:
Customer alleges at incoming inspection of the device in question the teflon heat shrink tubing insulation was missing.

Manufacturer narrative:
Method - actual device involved in incident was evaluated. The customer returned the suspect forcep to teleflex medical for evaluation where the missing teflon insulation was confirmed. Results - manufacturing process. Device drawing indicated the requirements for teflon insulation, but the drawing did not identify the teflon insulation coating as a critical inspection point that must be verified. Corrective actions have been put into place to address the problem. Conclusions - device failed just prior to use. The unit was being inspected at incoming supplies prior to being released to the hospital for use.